Manufacturer narrative:
The product was returned and investigated. Complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported his adc freestyle libre sensor provided higher readings when compared to readings obtained on the built-in reader. Customer experienced "feeling cold, feeling very low", and had a loss of consciousness, and reportedly self-treated with glucose and carbohydrates. It was further reported the customer had contact with a healthcare professional and was diagnosed with hypoglycemia and treated with intravenous glucose. Sensor scan results of 4.2 mmol/l, 12.2 mmol/l, and 14.4 mmol/l were reportedly compared to built-in reader results of 1.3 mmol/l, 4.4 mmol/l, and 7.2 mmol/l, however, it is unknown when these results were obtained relative to the reported treatment. There was no report of death or permanent injury associated with this event.